Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and textured to smooth implant exchange. Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, d.6b, h.6.

Event description:
Healthcare professional reported capsular contracture baker grade unknown and textured to smooth implant exchange. Healthcare professional later reported "breast implant illness" diagnosed by mammogram. This record is for left side. Device has been explanted.